Manufacturer narrative:
There was no death associated with the inappropriate defibrillation. There is no info to suggest the pt sustained a serious injury. Device eval summary: device eval of monitor sn (B)(4) was completed. "The monitor was returned as routine maintenance and found to be fully functional." No complaint was initially generated as zoll at the time was unaware of the reset following the treatment. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on 01/20/2015. No adverse event resulted from the pulse reset. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A retroactive review of pt flag files in the lifevest network identified a monitor reset following a treatment on (B)(6) 2013. The pt reported being treated on (B)(6) 2013. The lifevest deployed gel at 23:49:01 and subsequently delivered an inappropriate treatment. The rhythm prior to the treatment was sinus bradycardia at 40 bpm. The post-shock rhythm is unk. The response buttons were not used immediately prior to the treatment. The lifevest monitor reset following the treatment. It is unk if the pt sought any medical intervention after the event.